Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal elective replacement indicator (eri) battery status. Upon reciept, engineering calculations determiend that this device did not meet expected longevity predictions, as described in labeling.